Manufacturer narrative:
(B)(4). Concomitant medical products: fem nail troch rt, 12mmx400mm, catalog#: 14-443640, lot#: 510450. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a femoral nailing procedure, while attempting to implant the connecting bolt into the nail, it fractured at the end. The fractured segment stayed inside the nail; however, it did not have any patient contact. A new nail and connecting bolt were successfully utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The nail and connecting bolt were returned for evaluation. The tip of the connecting bolt is fractured off and remains in the nail. Anodize is worn off of the nail. Connector bolt sample analyzed shows that it fractured due to bending overload. There was no clear evidence of crack initiation site. Fracture surface showed contamination and smearing, which resulted from post fracture events. Eds semi-quantitative elemental analysis of the connector bolt showed that it was consistent with 17-4 ph stainless steel. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause was determined to be a design deficiency. A CAPA , hhed and hhe were previously initiated for this issue. Product was recalled per (z-0773-2018), however, this event occurred after the recall. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.